Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 1l03692 was manufactured on 27/nov/2021, in bodolay line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1704769 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi) (chevron sleeve automatic packing line bodolay). Bulk dressing batch record revision: during the manufacturing process of affected lot 1l03692, were used bulk dressing lot 1l02360 and 1m00662. These bulk lot were manufactured in elc#11 manufacturing line. No discrepancies related to the issue reported were found during the manufacturing process of these bulk lots. The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi) and br31-141 (batch record for (B)(4)). Bulk mass batch record revision: during the manufacturing process of affected lot 1l01362, were used bulk mass lot 1l04291, 1l04291, 1l04290 and 1l04292. These bulk lots were manufactured in roping durahesive mix manufacturing line. No discrepancies related to the issue reported were found during the manufacturing process of these bulk lots. The production process, in-process control, testing results and packaging of products was run according to the process instruction (roping adhesive mass process instructions). Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 25/sep/2023, complaint investigator ran a query in database from 01/jan/2022 to 25/sep/2023 in order to verify the complaints reported for the lot number 1l03692 for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ and as result, no additional complaints were found. Historical nonconformance review: on 25/sep/2023, complaint investigator ran a query in database looking for any in process nonconformance / corrective action/preventive action (CAPA) (s) associated to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ for the lot number 1l03692 and as result, no nonconformance / corrective action/preventive action (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm-011) ¿adhesive tack tests - method 2: frequency: once per shift or if settings changed. Sample quantity: 2 samples. Specification: nmt 1¿ travel. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there has only been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4)% which is well within an appropriate acceptable quality level (aql) for adhesive issues which should be (B)(4)% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find an adhesive issues, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: there are photographs associated with this case and in these, the reported defect can be seen and confirmed. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. No additional complaints were reported for lot affected related to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Name of the pharmacy: (B)(6) pharmacy. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Event description:
It was reported that the customer purchased one dressing from pharmacy and applied it to a wound on the right upper knee of her leg. She stated the wound was a scabbed area on her leg which occurred from hitting the corner of a car door. She ensured skin was clean and dry prior to application. The dressing was placed for two days. She also stated that the bubble developed in the dressing over the wound area which she expected when discussing the dressing with her doctor and pharmacist. She expected this as part of the action of the dressing. She also reported that no other products were used for application or removal. Moreover, when she removed the dressing, it was really stuck to her skin and the wound, and the dressing pulled off new tissue patch that stuck to the product which made the wound worse, deeper and looked like pink tissue. She further stated that the wounds were deeper and not healing well. She was unsure of depth but stated it would be half or three-fourth of an inch round. The end user was very disappointed and upset after using the dressing and worried that she would now have a scar. She then used an anti-bacterial topical medication for the harm condition. She was following up with her doctor too. A photograph depicting the issue was received from the complainant.